Manufacturer narrative:
Patient weight is not available for reporting. This report is for one (1) unknown cortex screw. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Patient code (B)(4) was utilized for treatment for postoperative infection and later explant surgery due to pain. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that the patient was treated for post-operative infection on unknown dates within two months after revision surgery with unknown tomofix implants that was performed on (B)(6) 2013. The infection was successfully treated with oral antibiotics. On one occasion on an unknown date, the patient presented with a large area of infection over the proximal wound. The scab was removed and a piece of suture material was removed which helped to resolve the infection. It was noted during a follow-up clinical visit on (B)(6) 2013 that the patient's wounds were well healed with no erythema and no fluctuance. There was no scabbing. The (B)(6) 2013 surgery was a revision of a right high tibial osteotomy which involved removal of a broken unknown tomofix plate and an unknown quantity of unknown screws. The need for revision surgery is addressed and reported in related complaint (B)(4). During the revision surgery an ipsilateral iliac crest bone graft was performed and a new unknown tomofix medial proximal 4-hole plate was implanted along with five (5) unknown locking screws and one (1) unknown cortex screw. On (B)(6) 2014 the patient reported that the implants were causing him pain and he was experiencing locking of the operated knee. The surgeon did not want to remove the implants until 18 months post-fixation. On (B)(6) 2015, the plate and screws were removed intact. A distal bone spike was found and was removed. The osteotomy was fully healed. To date, the patient reports that he still suffers pain on the medial aspect of his right knee, which worsens with walking and standing. Occasionally there is swelling and a "pins and needles" sensation in the scar area. He no longer experiences locking of the knee but feels like it will "give way." This report is for one (1) unknown cortex screw. This report is 3 of 3 for (B)(4).